Event description:
A malfunction on the pump was reported by the caller, identified with malfunction code "malf 1" and fault ID "1-0x200c." The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The caller had not reported or reset the pump for this malfunction within the last 24 hours, and despite receiving pump reset assistance from technical support, the malfunction recurred. As a corrective action, technical support decided to replace the pump, confirmed the shipping address, and sent a replacement pump. The caller was advised on handling the replacement and returning the malfunctioning unit within 10 days, and acknowledged the instructions provided.